Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited noisy image, e216(scope communication error code) and sticky video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the sticky connector is cause not established and the most probable cause of the noisy image and e216 (scope communication error code) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.